Event description:
Complainant alleged that during biomed testing the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the product for evaluation and this complaint is still under investigation.